Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the simplera application closes unexpectedly after trying to open "syncronize to carelink" option. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-8060.

Manufacturer narrative:
An attempt to reproduce the reported event using the simplera app (software version 1.5.3) installed on iphone 16 plus (ios 18.7) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, and based on the ticket description, we believe the issue might be happening due to the os killing the app for memory issues on the device. Issue status: not reproducible., issue is not unknown. To assist with the resolution of the issue, we followed up with the customer to provide further assistance, but the customer confirmed the issue is no longer happening. We are closing this ticket for now, as we don't have a recommendation at the moment. If the issue persists, we kindly request updated information, especially logs from the user, which would be greatly appreciated. If needed, we can reopen the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.